Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument cable was broken. A backup instrument was used to continue with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc (isi) followed up with the initial reporter and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and nothing was noted out of the ordinary. The customer does not recall what surgical task was being performed as the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There was no issue with opening and closing the instrument. There were no issues related to the left/right (yaw) motion of the grips. There were no issues related to the up/down (pitch) motion of the wrist. There were no visible protrusion from the distal end of the instrument. No fragment fell into the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega needle driver instrument for failure analysis. Instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.